Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that during implant procedure the lead exhibited high pacing thresholds in multiple locations. The lead was not used. A new lead was successfully implanted.